Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that data acquisition (da) printed circuit board assembly (pcba) had smoke coming from it. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. A field service engineer (fse) went onsite to further investigate the issue. The fse discovered a small broken screw and data acquisition (da) printed circuit board assembly (pcba) were not connected and suspected that this had caused a short circuit. The fse installed a new da pcba and cable, but this did not resolve the issue. The fse stated they are currently waiting on a flow sensor assembly for replacement.

Manufacturer narrative:
A field service engineer replaced the data acquisition board and cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The da pcba was temporarily installed and the error and alarms were verified. During further evaluation, the pil technician verified through the use of multimeter that pins 11, 12, 13 and 14 of j4 connector on the suspected da pcba displayed incorrect voltage. The pil technician verified the incorrect digital output signal at pins 11,12,13,14 of u21 mounted on suspect da pcba. Pil concluded that the u21 on suspect da pcba is faulty and was the root cause of alarms and associated errors occurred above in test#1 at the pil.